Event description:
Customer's mother reported a button error on customer's insulin pump. The buttons were sticking when customer was changing her insertion site. Customer's last blood glucose is 91 mg/dl. She stated her blood glucose was previously high, but would not specify how high it was. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).